Event description:
On (B)(6) 2011, pt reported the infusion device does not provide an a2 low battery alert before the e2 battery depleted error. For the past 4-6 months, pt has had to change the battery every 2 weeks. Battery setting is programmed correctly and correct type of battery is used in the infusion device. Pt viewed the alarm history and verified that he did not receive an a2 low battery alert. Pt switched to his backup infusion device. Infusion device, battery, and battery cover were replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.